Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported leakage during infusions of tpn, lipids and a ¿medication line¿ via a trifuse connector to a peripheral IV that resulted in hypoglycemia. The patient¿s blood sugar returned to normal after the tubing was changed.